Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had elevated inr and had developed a hematoma overlying the lateral incision site with pain. It was noted the patient is taking coumadin. The patient was seen by the physician and admitted directly from the clinic to the electrophysiology laboratory for an evacuation of the hematoma with intubation. It was confirmed that there was no sign of infection. The patient was still treated with intravenous antibiotics. No additional adverse patient effects were reported. The issue has resolved.